Event description:
It was reported that a cartridge used with an ilet insulin pump cracked during a supply change, resulting in loss of drops during tubing fill until the user removed the broken cartridge, dried the pump interior, ran the piston down and rewound, and then successfully completed the change with a new cartridge, infusion set, connector, and observed drops; the user later stated the cartridge was likely dropped prior to installation, and the cartridge lot was 32211. Symptoms included no adverse clinical effects. Outcomes included successful completion of the site and supply change with normal operation afterward and no medical intervention. Investigation included user troubleshooting with a clinical specialist, functional checks of the piston movement, and replacement of disposable components. Investigation of this case revealed that the event was consistent with mechanical damage to the disposable cartridge component prior to or during handling, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage to the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.